Event description:
Physician stated a bag of normal saline was hanging, no pressure infusion being utilized, a 10cc syringe with a 18 gauge needle used. Injection was being given in the proximal y-site, with separation of the sleeve stopper occurring from the distal y-site. Physician stated low pressure was being applied. Reporter stated the staff has informed him this happens "weekly" and "all the time".